Event description:
Distributor received information that in "early 1993", the pt was receiving inappropriate shocks from his automatic implantable cardioverter defibrillator (aicd). The physician performed an invasive procedure to evaluate the system and repaired one of the leads. The distributor does not know which lead was repaired. In 4/94, the pt again received inappropriate shocks from his aicd. The physician performed an invasive procedure and elected to remove the leads from service and implant a transvenous lead and implant a ventritex cadence.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.